Manufacturer narrative:
Concomitant medical products: product ID: 7482, lot# unknown, product type: extension. (B)(4).

Event description:
The company representative (rep) reported that the connector of the product was broken/damaged when replacement surgery was performed for the patient. It was further clarified that connector of the extension was damaged/bent. A replacement product was already prepared. It was noted that no x-rays were performed. No telemetry data was available. Two days later a re-surgery was performed and another extension was used to carry the replacement procedure. The rep was going to return the extension to the device manufacturer as soon as it was collected after the re-surgery. The indication for use is parkinson's disease. If additional information is received, a follow up report will be sent.